Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A peel at the polymer jacket section was noted along with a kink at the wire.

Event description:
Reportable based on device analysis completed on 27-feb 2024. It was reported that guidewire kink occurred. The patient underwent a stent implantation on the superior mesenteric artery. The left groin was punctured, and a 300cm x 10cm fathom periph guidewire was combined with a 4f vertebral artery catheter for the treatment. The guidewire was superselected to the distal end of the artery and a 9x50 carotid stent was delivered to prepare for deployment. During the procedure, the stent was delivered to the abdominal aorta, but could not go further. The guidewire was taken out and found to have been kinked, causing the failure to cross. The device was replaced by another of the same model to successfully deploy the stent and to complete the procedure. There were no complications reported, and patient status was stable. However, returned device analysis revealed that the guidewire was peeled at polymer jacket section and kinked at wire.